Manufacturer narrative:
Complaint (B)(4). No samples were received. Received customer picture. Unfortunately, without basic information, a thorough investigation is not possible. We have no further complaints on the 450042/17a25b. We have no further inventory of the 450042/17a25b. We forwarded the complaint and picture to our supplier for their investigation and comments. A review of manufacturing and inspection records shows no abnormalities related to the reported event. Retain samples were examined visually and no appearance defect such as bent needle could be observed. The complaint cannot be confirmed.

Event description:
Customer states needle bent when engaging the safety shield. No injury occurred. Lot number of quickshield holder is unknown. The safety shield was engaged with thumb.